Manufacturer narrative:
Unit passed displacement test and active current measurement. Unit received with unexpected battery power loss and had high sleep current, problem isolated to electronic assembly.

Event description:
Customer reported via phone call that the insulin pump received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer blood glucose level was 90 mg/dl. The customer was assisted with troubleshooting. Customer stated that the battery cap was not loose, cracked or damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.